Event description:
It was reported that the customer received "multiple occlusion alarms". The customer's blood glucose level was in the low 500 mg/dl range. The customer reverted to manual insulin injections. As the customer was not wearing the pump and did not have a loaded cartridge on the pump. Tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.